Event description:
It was reported that the patient's pump had a motor stall. The stall was confirmed in the pump logs and no recovery was recorded. The motor stall occurred on (B)(6), 2011. The logs showed that multiple stalls had occurred, some even occurred in (B)(6). It was determined that the patient's catheter had been disconnected and the infusion system was revised. The health care provider had not been aware of the stall at the time of the revision. It was recommended that the patient's pump be replaced. It was later reported that the patient's pump was replaced on (B)(6), 2011. The drugs used in the pump at the time of the event were morphine and bupivicaine.

Manufacturer narrative:
(B)(4).